Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain 3. The pt's ultrafiltration reading was 607ml indicating the home pt (hp) drained 607ml more than their programmed fill volume of 2000ml. This info gives a total drain volume of 2607ml (2000ml + 607ml). The hp is doing fine and has been able to continue peritoneal dialysis therapy without any further problems. No pt injury or medical intervention was reported. Despite baxter's attempts, no add'l info could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain when multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. It was noted in the event log that the pt had been draining less than the fill volume in previous cycles of this therapy session, which could have contributed to the increased drain volume in drain 3. The device will be routed to the service area.